Event description:
There was no patient involved in this event. Low battery prompt before expiry date.

Manufacturer narrative:
The device history records for the pad-pak lot was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak was manufactured as part of a lot of 200 on the 14th august 2018, 62 of which were dispatched to health & dream on the 20th august 2018. All pad-pak¿s were subject to battery voltage testing on the 18th august 2018, with no recorded fails. Upon receipt, the pad-pak was depleted beyond any use. Inspection within the pad-pak revealed a cell had leaked. This had resulted in a low pad-pak voltage and would have led to the reported low battery warnings. The dirt observed on the pad-pak would suggest the device had been stored outside of the indicated conditions. The leakage of the cell could therefore have been a result of this adverse storage, or due to a genuine failure of the cell. The pad-pak will be scrapped and replaced.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Low battery prompt before expiry date.